Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call; customer initially answered but refused to answer questions and disconnected call. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for dead meter, stating the truemetrix meter did not turn on when the circle button was pressed or when a test strip was inserted. The customer was using the proper test strips and battery was inserted correctly. During the call on (B)(6) 2018, the truemetrix meter turned on when a test strip was inserted and by manually pressing the s button; a blood test was performed by the customer fasting and produced test result of 279 mg/dl. At the time of the call the customer reported feeling physically ill with symptoms of frequent urination, blurry vision and tiredness. Medical attention was not needed at the time of the call.